Event description:
The complaint alleges when the consumer sat in the wheelchair, "the wheelchair suddenly and unexpectedly accelerated in a rapid fashion" allegedly causing the consumer to "slam into the corner of the stairs, causing serious injuries".

Manufacturer narrative:
MFR received summons alleging serious injury. Product has not been returned for eval at this time, so it is unk, if a malfunction occurred, or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on serious injury. Malfunction has not been established.